Event description:
Pt's mom reported cadd solis pump is malfunctioning - pump kept beeping and reprogrammed itself. Replaced batteries and it's still beeping and now not programmable/stopped working. Stated that pump did not give an alert reason but popped up a code of: 46822. Serial number: (B)(6). Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. "Did the reported product fault occur while in use with the patient? Yes" did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return, "did we replace device? Yes;" did the patient have a backup device they were able to switch to? Yes;" if yes, was the patient able to successfully continue their infusion? Yes;" is the infusion life-sustaining? Yes;" what is the outcome of the event? Resolved? Resolved - replacing pump and pt is using back up pump. Diagnosis for use: pulmonary arterial hypertension.